Event description:
It was reported via repair work order that the siderail would not latch due to broken footend spacer and top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during the investigation that there were also exposed sharp edges due to the damage to the side rail.

Event description:
It was reported via repair work order that the siderail would not latch due to broken footend spacer and top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.